Manufacturer narrative:
Product analysis #: (B)(4): brief description of complaint: at the start of the case, an e-21 error code occurred on the generator when staff tried to activate the wand. Staff rebooted the generator, checked the grounding pad connection, and tried 3 different wands all without resolution. Investigation conclusion: the reported issue was confirmed. The complaint lab intact¿ wand was inserted into the returned intact¿ handle and the activation button was depressed for deployment inspection which resulted in an error code 21. Upon opening the handle halves for investigation, it was observed that the flex coupler had become stretched beyond its coiled state. The stretched coupler causes the motor to be out of alignment and prevents the motor from receiving enough load. It was also observed that there was blood ingress within the handle halves, although there does not appear to be a functional impact as a result. If information is provided in the future, a supplemental report will be issued.

Event description:
Failure found during analysis: the wire on the intact wand was fractured upon analysis. The reported issue was found during analysis; therefore, patient information is not applicable.